Manufacturer narrative:
Device evaluation: the cartridge was received in a non-j&j sterilization pouch with a za9003 daisy wheel. The cartridge was inspected under magnification. The cartridge presented with a lens stuck in the cartridge and damage to the tip. The wings were inspected and folded correctly. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that three additional unrelated complaints were received for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) non preloaded cartridge broke prior to the lens insertion. The issue occurred during implantation. The tip of the cartridge touched the eye. Customer specified the directions for use were followed and no use error lead to this event. A jnj backup lens of a different model dib00 19.0 diopter was successfully inserted. There was a 15 minute delay. No incision enlargement, vitrectomy, sutures, or medication outside the standard of care. There was no harm to the patient. The patient¿s daily activities have not been impacted by this event. Patient has fully recovered. The subsequent product investigation shows the cartridge tip is damaged making this event reportable. No further information is available.